Manufacturer narrative:
(B)(4). The events of lumps, tenderness, redness, cheeks collapsed, correction was gone and displacement are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported on behalf of the pt that approximately 2 months after injection with three syringes of juvederm voluma xc in the cheeks, they experienced "lumps in the cheeks and near the eyes, the product moved to under the eyes, as well as slight tenderness and redness in one spot under the eyes." Pt also reported that the correction disappeared and the "cheeks collapsed overnight." Pt was seen by the injecting healthcare professional who confirmed that the correction was gone, and displacement occurred "from malar areas to [right] lower lid and cheek." Pt was treated with keflex. Symptoms have resolved.